Event description:
This 62 year old female underwent bilateral silicone gel breast implants in 1980, the manufacturer of these implants is unknown is unknown to this reporting facility. The patient resented for elective removal of the implants due to breast pain and arthritic-like symptoms. Gross exam of implants: the shells of the implants were extremely friable to the point where just any sort of touching and the implant would actually ruptureinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.